Manufacturer narrative:
Beckman coulter's technical assessment indicates that an incorrect amperage fuse installed in the 5-amp fuse positions of f1, f5, and f6 could result in failure of the fuse to blow when it should in the event of an electrical problem. On the other hand, an incorrect amperage fuse installed in the 15-amp fuse positions of f2, f3, and f4 could result in inappropriate blowing of the fuse when it should not, resulting in interruption of the system operation. There is no potential for shock on the alternating current (ac) side of the instrument power supply, nor on the direct current (dc) side. There have been no reported events from the field associated with this issue. The cause of the fuses being placed in the wrong positions is due to manufacturing operator error. (B)(4).

Event description:
Beckman coulter's instrument manufacturing final test encountered an error on the access 2 immunoassay analyzer. The error was traced to a blown fuse of incorrect amperage (amp) installed on the access 2 backplane printed circuit board (pcb), which distributes +24, +12, -12, and +5 volt direct current (dc) to the instruments. Beckman coulter's investigation discovered that the 5-amp fuse positions of f1, f5, and f6 had the 15-amp fuses installed, and the 15-amp fuse positions of f2, f3, and f4 had the 5-amp fuses installed.